Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump was exposed to approximately 4 feet of water and now the touchscreen is no longer responsive. Reportedly, the screen is frozen on the home screen. Customer had elevated blood glucose levels (250 mg/dl). Customer delivered a bolus via syringe to stabilize blood glucose levels.